Event description:
The following description of the event and condition of the pt was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative. "[Name removed] called in stating this ventilator displayed high peak alarms and stopped ventilating while on a pt. The pts sao2 dropped to 40%, pt was immediately manually ventilated via ambu bag and the sao2 came back up, the pt is now on a replacement ventilator. No further details noted."

Manufacturer narrative:
Carefusion sent a letter via e-mail to the user facility seeking additional info concerning the reported event and the condition of the pt. As of (B)(6) 2011 there has been no additional info received in response to that letter. The user facility did not submit a user facility report to the manufacturer. (B)(4). The following info concerning the evaluation of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep. Evaluated the device and determined that the root cause of the reported event was a faulty gas delivery engine. The carefusion field service rep. Replaced the gas delivery engine and ran the device through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion the device was returned to the user facility's control ready to be placed back into service. This is a known issue, thus no additional investigation/evaluation is required. Carefusion has initiated a voluntary field corrective action to address this issue.